Manufacturer narrative:
Investigation by sysmex corporation in (B)(4) determined that a leak occurred from valve unit no.165, and the leaked liquid crystallized as salt. The salt crystals and liquid caused a short circuit in the wire connector of the barcode reader. The wiring cord melted due to the heat from the short circuit. There was no visible smoke or flames. Any incident with excessive heat has the potential to cause user harm, not only because of the possibility of a person suffering injury from burns, but the possibility of inhalation of smoke and harmful vapors that may be emitted from burning plastics and other combustible materials. The actual material used for analyzer construction does not lend itself to combustion. The purposeful design of the electrical grounding makes any potential harm to an operator very unlikely. A user does not work within this part of the equipment, so the risk of shock is negligible.

Event description:
An operator in the (B)(6) reported an odor described as scorched wires coming from the analyzer. A sysmex field service engineer (fse) went on-site and found salt build up on the valves and on the bottom of the analyzer. The wire connector for the bar code reader was melted. No one was injured or required any treatment as a result of this event.